Event description:
I have used fixodent continuously since 1998 and, have and are experiencing numbness and tingling in my extremities. Dose: denture cream. Frequency: 2-3 times daily. Route: oral. Dates of use: 1998 - present. Event abated after use stopped: no.